Manufacturer narrative:
The lot/device manufacturing records were reviewed and found to be acceptable. The device involved in the reported event was requested however to date it was not returned for evaluation . Based on all information, no causal factors can be determined and no conclusion can be drawn. Report 2 of 4.

Event description:
A report received from a user facility in (B)(6) indicated that the cutter didn't cut. No patient impact or injury was reported.